Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: a review of the black box showed a replace battery alarm, with no evidence of a short battery life was shown. The pump booted up to the verify screen with auditory and vibratory alarms. An external power supply was used to test the idle, sleep, rewind and load currents, and all were found to be within specifications. The pump cover was removed to find internal moisture on the continuous glucose monitoring module. The battery life compliant was verified in the black box but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.